Event description:
It was reported that the right ventricular (rv) lead exhibited rising/high impedances. The lead will continue to be monitored and remains in use. No patient complications were reported as a result of this event.

Event description:
It was further reported the rv lead impedance was greater than 3000 ohms and that the threshold had increased. The rv lead was partially removed and a new lead was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 2 - patient alerts for out of tolerance subthreshold lead impedance on 03-aug-2012 15:00:13 and 20-aug-2012 09:00:08. Weekly pace lead impedance trend data shows an abrupt increase for min and max ventricular pace bi impedance = 855 to 2394 ohms peak between 18-jul-2012 and 15-aug-2012. . Evaluation summary (B)(4). The actual device was not received for evaluation. We did receive performance data (B)(4). Collected from the device and have analyzed the data. (B)(4). Impedance - high resistance/impedance (B)(4). 2 - patient alerts for out of tolerance subthreshold lead impedance on 03-aug-2012 15:00:13 and 20-aug-2012 09:00:08. Weekly pace lead impedance trend data shows an abrupt increase for min and max ventricular pace bi impedance = 855 to 2394 ohms peak between 18-jul-2012 and 15-aug-2012.

Manufacturer narrative:
(B)(4).